Event description:
Reportedly, during battery capacity testing, the battery failed after being charged completely. The battery lasted for three seconds before shutting down. There was no pt involvement; however, if this was to occur while the ventilator was on a pt, there is a potential risk of serious pt injury and therefore this is conservatively reported.